Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with t1 tumor for post erior stabilization at c5-6, t2-3 for spinal therapy. It was reported that the set screw of crosslink broke in one side only, but in other side set screw still can be tightened. Part / fragment of the thread of set screw still remain in the crosslink that implanted to the patient. There was no patient symptoms or complications as a result of this event.